Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced a post-operatively curvature in his penis. The patient stated that he has attempted to manipulate the curvature per recommendation of his physician; however, attempts were not successful. An evaluation with a different urologist was suggested. No additional information was reported.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced a post-operatively curvature in his penis. The patient stated that he has attempted to manipulate the curvature per recommendation of his physician; however, attempts were not successful. An evaluation with a different urologist was suggested. No additional information was reported.